Event description:
It was reported that the reservoir was leaking. The customer stated that they did not save the reservoir and does not have the lot number. In addition, the customer was advised to call back for further assistance. No further details.